Manufacturer narrative:
Literature source: khouri, a.s., megalla, m.m. (2016). Recurrent hyphema following istent surgery managed by surgical removal. Canadian journal of ophthalmology. Http://dx.doi.org/10.1016/j.jcjo.2016016.017. Patient and device identifiers are not available. Hyphema, decreased vision, iop elevation, and malpositioned stent are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Submitted to FDA: 10/14/2016.

Event description:
A (B)(6) male patient presented 5 months post phacoemulsification, intraocular lens placement, and istent implant (right eye) with hyphema, uncontrolled iop (on maximum medical therapy), eye pain, blurry vision and the stent was noted to be malpositioned. One month later, the istent was successfully explanted using 23g straight forceps. Due to the consistently elevated iop despite maximal therapy before istent placement and afterward, an ahmed valve was deemed necessary. The ahmed glaucoma tube was inserted into the anterior chamber using standard technique. The hyphema resolved gradually over the course of 3 weeks with recover of visual acuity to 20/25 and normal iop. No recurrence of hyphema occurred during follow up and visual acuity remained stable at 20/25 at the 6 month post-operative course.